Event description:
It was originally reported the pt received the message "call you doctor" icon, displayed with doctor sign 376 code, antenna too hot. The recharger was returned. It was later reported that the pt experienced a loss of therapeutic effect. After his device was reprogrammed he had amazing results for a few hours. He then was completely paralyzed on the right side of the body and had" slow movements and stiffens". Add'l info has been requested.

Manufacturer narrative:
(B)(4). Final device analysis revealed reliability non-conformance for the recharger. The bad antenna was replaced to resolve.